Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event, the patient was hospitalized for the peritonitis. On the same day, the patient was treated with cefazolin (dose, route, frequency, and duration not reported) and ceftazidim (dose, route, frequency, and duration not reported) for peritonitis. Twenty one days after admission, the patient was discharged from the hospital and cefazolin and ceftazidim was discontinued. That same day the patient recovered from peritonitis. Therapy was ongoing. No additional information is available at this time.